Event description:
Per the clinical trial report, there was mod/severe aortic insufficiency (ai)- paravalvular leak at the one year follow up visit. However, no additional actions were taken to treat it and the severity of the adverse event was described as mild on the clinical trial database. The event was not considered to be due to a malfunction of the valve. This patient was noticed to have a moderate pv leak and mild central leak post deployment on the procedure date.

Manufacturer narrative:
Updated the following with the additional information obtained throughout investigation: relevant tests and data/ relevant medical history. Device serial number, manufacturing date and expiration date. Additional information from the medical records provided by the implanting site: the baseline transthoracic echocardiogram (tte) showed severe aortic valve calcification, mild sinotubular junction calcification; the aortic annulus diameter measured 20.2mm, the aortic sinus diameter measured 25.9mm, and sinotubular junction (stj) mildly calcified with diameter of 28 mm. After the index procedure reported was mild central ai and moderate paravalvular ai. The tte echo performed prior to discharge from the index procedure showed moderate aortic regurgitation, normal aortic valve leaflet mobility, and no device migration. There was no change on the 30-day follow up tte report. The 1-year follow-up visit 2-d tte shows that the aortic valve prosthesis was working well and the stent appears well seated. The gradient is normal for this prosthetic aortic valve. The bioprosthesis had moderate to severe aortic regurgitation which was perivalvular in origin. There was also mild to moderate mitral regurgitation, moderate to severe pulmonic insufficiency, the right ventricle was mild to moderately dilated and the ejection fraction (ef) was preserved. A chest x-ray of the same date reported moderate central pulmonary artery enlargement. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, at 1-year post tavr the valve appears to be well seated, functioning well (normal gradient pressure), and no additional intervention was required for the insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.